Manufacturer narrative:
This report is for an unknown insertion instruments: trocar: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, when inserting the guide sleeve into the unknown aiming arm force had to be applied as it did not anchor the connector and the buttress/compression nut did not enter easily. Additionally, the drill guide was difficult to disassemble. This report is for one (1) unk - insertion instruments: trocar: trauma. This is report 5 of 5 for (B)(4).